Manufacturer narrative:
This is an initial report. F/u report will be submitted if the prod is returned for eval. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported receiving an error message and add'l icons on her unlocked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.